Event description:
It was reported while using bd® blunt fill needle the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: when attempting to take a blood sample from the dialysis set (rubber drop), it was noticed that it was not possible to pierce through the rubber so it was noticed that the tip of the needle was just abraded or broken off in the middle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd® blunt fill needle the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: when attempting to take a blood sample from the dialysis set (rubber drop), it was noticed that it was not possible to pierce through the rubber so it was noticed that the tip of the needle was just abraded or broken off in the middle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 11-oct-2022 h6: investigation summary a device history record review was completed for provided material number 303129 and lot number 220401. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, an unbeveled cannula was observed. The manufacturing facility which produces this needle product is provided with closed cartridges of cannula components for assembly. The cartridges are directly introduced into the assembly machine with the ground end positioned into the hub. Afterwards, an inline camera system inspects all needle points and automatically rejects any defects identified. A supplier corrective action request has been sent to the cannula supplier in response to this incident. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.